Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Product code hwe. Device manufacturing date 05/19/2010. Review of the device history records (DHR) reports: the manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported (B)(6) 2012 that the battery of the small battery drive of the 14.4v battery would not hold a charge for more than 5 minutes. No further information provided for this event. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.